Manufacturer narrative:
The t:slim x2 g5 pump user guide states: "check the cartridge, tubing, and infusion site for any sign of damage or blockage and correct the condition." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level was 297 mg/dl. Reportedly, the customer cleared the occlusion alarm and resumed insulin delivery. The customer declined to troubleshoot the issue with tandem technical support.